Event description:
It was reported that a clearlink vented paclitaxel set leaked from an unknown location. The set had been primed with paclitaxel solution. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The event was reported to have occurred a few weeks before the date of the report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.